Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.

Event description:
Customer reported to cue health on (B)(6) 2024 on behalf of four individuals who received suspected false positive results with the cue covid-19 test for home and over the counter (otc) use test. This report is to document the suspected false positive result for individual 3. Individual was asymptomatic and received a suspected false positive result on an unspecified date using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number and reader sn not provided). Customer states individual tested negative after 48 hours but did not specify what type of test provided the negative result. Individual was asymptomatic. Cartridges were stored within the validated temperature range. Although requested, no further information was provided.

Manufacturer narrative:
Update to h10: investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.